Event description:
Customer reported the sensor reading were inaccurate. Customer stated the insulin pump alerted low predict and went into threshold suspend and her blood glucose was 217 mg/dl. Sensor reading went as low as 75 mg/dl. Then in the morning sensor was reading 146 mg/dl and blood glucose was 167 mg/dl. When sensor is reading 180 to 200 mg/dl, blood sugars are 300 mg/dl. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.